Event description:
Sales consultant provided a vague report of heparin overinfusion, no infusion details provided, however, was reported to infuse more than expected. Pump went to biomed and top hinge was found to be cracked. Hinge and membrane were replaced. Inquired as to which cleaning solution was used for devices, biomed stated "we are using the cleaning solution on the list." Chief biomed was not sure which one. Pump was repaired and returned to floor. There was no report of pt harm and no medical intervention was required. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Customer stated that the device will not be returned because the device was repaired and returned to the floor.